Event description:
It was reported to philips that the device was not working when the nurse went to do the daily op check. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to the device being unplugged for a long period of time. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The customer was instructed to leave it plugged in for at least 2 hours without using it. The device was plugged in and remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.